Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip l 10mm pistol grip single use clip applier. The instrument was received partially applied with seven remaining clips. Visual inspection of the instrument noted the jaws were visibly out of alignment. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips formed with crossed legs when applied to test media. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur if the instrument jaw has been positioned at an acute angle to the vessel, and if applied on excessively thick or rigid tissue, the tips of the clip could be prevented from contacting each other. The information booklet which accompanies each product shipment offers the following as a warning and precaution: do not twist the jaws excessively or attempt to lift excessive tissue when firing the instrument. Additionally, once the clip has been loaded into the jaw, the clip must be formed with one continuous handle compression. If an attempt is made to form the clip with multiple partial compressions, the clip will partially form and may disengage from the clip track. Either situation may cause the clip to malformed or scissor and may ultimately break. During assembly, manufacturing fires one clip from each instrument on test media to ensure the media is not cut. A second clip is fired under a vision system to ensure proper clip formation and to check for binding handles. The root cause of the observed damage was misuse of the product. Based on the evidence available the reported condition was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device clips crossed and did not close properly while clipping the tissue to free the gallbladder. Another clip applier was used to complete the case. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.